Event description:
The complaint states, "hcp reporting an adverse event on behalf of the patient for advate. Hcp states, "I have a question about advate. A patient said one of the vials malfunctioned. The patient said it did not mix fully so we need to find how to get it replaced. The patient missed a dose. They weren't able to use it as it didn't dissolve all the way. We provide the med to the patient. It looks like both vials malfunctioned because it says the patient currently has no vials on hand." Hcp's medical inquiry being addressed. Follow up information: "as the original complaint was for an unknown lot, previous details from related complaint are relevant to this complaint as well. 12sep2023: drug safety argus request sent. Follow up to reporter sent and response received. No lot/no sample request sent to to. Additional information obtained from reporter on 12sep2023: 1. Can you provide the lot numbers of the affected vials? 2. Are the samples available for return and if so, can you provide the address where we should send the return packaging? Ans: the patient discarded the vials. We do not have lot number. 13sep2023: drug safety argus response received."

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA (B)(4). The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The complaint is not confirmed as no samples (physical or photos) were available for evaluation, and no manufacturing issues with the process, equipment, or material were identified that could have adversely impacted the quality of the product. There was no trends identified, and no patient injury. No root cause related to manufacturing was identified in the course of the investigation. As a result, no escalation, no deviation, and no corrective and /or preventive actions are warranted at this time. A review of the october 2023 monthly report for advate bjiii was also performed relative to the subcategory "reconstitution difficulty'. The complaint rate for this subcategory for 2023 ytd is approximately (B)(4), in comparison to previous years; 2022 (B)(4) and 2021. (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.